Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This lead was tested in clinic with provocative maneuvers, however no noise or out of range measurements were able to be produced. The suspected cause is related to the pulse generator position. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.